Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse manager reported that multiple system messages displayed pertaining to occlusion during a cataract with intraocular lens implant procedure. Following a 20 minute delay to troubleshoot (tried multiple handpieces and tips, and tried another footswitch), they switched systems and were able to complete the case. There was no harm to the pt.